Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the ra lead was extracted and replaced due to dislodgement. Dislodgement was observed during routine follow up in clinic. Patient was stable before, during and after the procedure.